Manufacturer narrative:
Trigger lock.

Event description:
It was reported by service report that the breakaway head section would not lock in the upright position. No patient involvement or adverse consequences are reported.